Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On an unknown date, the patient developed severe melena with his blood pressure dropping to 40mmhg ¿ 50 mmhg. It was revealed that the patient¿s left internal iliac artery aneurysm had ruptured, perforating the sigmoid colon. On (B)(6) 2018, the patient underwent emergent endovascular repair of the left internal iliac artery aneurysm rupture using gore® excluder® aaa endoprostheses. After the right internal iliac artery was coil-embolized, a trunk-ipsilateral leg component was advanced from the right side and deployed. A contralateral leg component was implanted in the right side, and an attempt was made to deploy an iliac extender component (pxl161407j/13947547) in the left side for distal extension of the contralateral leg component. Since an 18 fr gore® dryseal sheath with hydrophilic coating could not be inserted beyond the left external iliac artery due to severe tortuosity, a delivery catheter for iliac extender component was advanced outside of the sheath. Strong resistance was met while the delivery catheter was being advanced, but it was positioned in an intended site. When an attempt was made to deploy the iliac extender component, it started to deploy simultaneously and deployment line breakage was suspected. The physician elected to fully deploy the iliac extender component, and upon withdrawal of the delivery catheter, its leading end was detached from the catheter body. The detached delivery catheter was snared and successfully retrieved outside the patient. The procedure was concluded without further problems. The delivery catheter involved in this event was discarded at the hospital so that further evaluation cannot be conducted.

Manufacturer narrative:
Correction to event description: a contralateral leg component was implanted in the left side, not on the right side as previously reported.

Event description:
A contralateral leg component was implanted in the left side.